Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported problem. To resolve the issue fse performed a system software reinstallation and implanting correction. After software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.